Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 519 mg/dl, 289 mg/dl, and 117 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During the implantation procedure, after turning the rv setscrew on this pacemaker there was no pacing or capture. Therefore, the device was not implanted. A new symphony was successfully implanted.